Event description:
It was reported that the patient was admitted for worsening clinical condition. A full evaluation was done and a computed tomography (CT) scan showed suspected extrinsic outflow graft obstruction (eogo) limitation at the outflow bend relief part and stenosis at the aortic structure. The plan was to list the patient for heart transplant. In the case of deterioration surgical revision would be considered. An echocardiogram (echo) showed limited possibility to unload the left ventricle and regular opening aortic valve. The blood test on hemolysis was negative. There were no low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6) 2025 the patient underwent surgical revision due to worsening clinical situation. Unfortunately during initial phase of opening and visualization of the heartmate 3 pump and outflow graft sudden bleeding was noticed from the area of the outflow graft without possibility to visualize source of bleeding and terminate it. The decision was made to start cardiopulmonary bypass (cpb) from femoral approach. Since there were previous multiple extracorporeal membrane oxygenation (ECMO)'s using femoral access the team was unable due to several complications to establish cpb support. The patient passed away under picture of hemorrhagic shock. An autopsy was scheduled.

Event description:
It was additionally reported that the previous multiple extracorporeal membrane oxygenation (ecmos) were related to pre-left ventricular assist device therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the report of bleeding and subsequent patient outcome could not be conclusively established through this evaluation. Review of the submitted computed tomography (CT) images confirmed the reported extrinsic outflow graft obstruction (eogo); however, a specific cause for the reported event could not be conclusively determined through this evaluation. Review of the submitted CT images confirmed compression of the outflow graft beneath the bend relief. These findings are consistent with eogo. Review of the submitted log files captured the system operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.